Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential noise and oversensing on the secondary vector. Additionally, a low amplitude of the r waves was observed on the secondary vector. Troubleshooting options and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that patient received an inappropriate shock. Due this shocks the patient's rhythm got accelerated, leading to two additional shocks in order to end the rhythm. Troubleshooting option were discussed and eventually it was decided not to perform any change to the system and adjust the patient's medication as it was noticed that a change in the patient condition was determined. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential noise and oversensing on the secondary vector. Additionally, a low amplitude of the r waves was observed on the secondary vector. Troubleshooting options and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that that patient received an inappropriate shock. Due this this shocks the patient's rhythm got accelerated, leading to two additional shocks in order to end the rhythm. Troubleshooting options were discussed and eventually it was decided not to perform any change to the system and adjust the patient's medication as it was noticed that a change in the patient condition was determined. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the smartpass feature had deactivated due to a change in the morphology of the patient. The patient will continue to be monitored.